Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the mother board. Unable to verify the frozen screen due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a white display screen that did not light up before and after a battery change. Customer's blood glucose was unknown at the time of incident. There was no further information provided by the customer or by troubleshooting.